Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age or date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: surgical supply. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical received a report involving two angio-seal devices, both 8 french, used during a stroke procedure. The first device (lot number 202508-184) was reportedly deployed while still in the package and did not function correctly. Limited information was provided regarding the deployment issue. The second device from the same lot was reported to have already deployed its anchor and suture prior to use. Neither device was returned for evaluation; therefore, the complaints could not be confirmed, and the exact root cause could not be determined. Additional information received on 19 aug 2025: a pre-deployment angiogram was conducted. An 8 french sheath was used during the procedure. There were no reported difficulties with arterial access, sheath insertion, guidewire placement, or catheter navigation.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned, so an evaluation could not be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).